Event description:
The customer reported the system would not make fluoroscopic x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The svc was tested and found to be working as intended and put back into svc.